Manufacturer narrative:
According to the complaint description, a white plastic part came loose when the insertion aid was removed, after inserting the tracheal tube. During the tracheotomy described, we used the pre-assembled insertion aid. The detached tip had to be removed from the patient via bronchoscopy. As no photo/sample was available to date, a theoretical investigation was conducted. Based on the complaint description, the issue could be assigned to the known failure pattern concerning the silicone sleeve separation. Investigation within CAPA-000444 is ongoing. Most likely a possible cause is associated with the bonding process. However, no batch-related issue could be identified, and - according to the CAPA risk assessment and trend evaluation; is still within an acceptable level according to the product risk assessment. Currently it is difficult to definitively conclude what caused the problem in this case, as the affected product was not available for examination to date.

Event description:
During the tracheotomy described, we used the pre-assembled insertion aid. After inserting the tracheal tube, a white plastic part came loose when the insertion aid was removed. No photographic documentation is available. The patient suffered no harm.